Event description:
Client was on hl shower chair when back right leg broke. Client did not receive hospital attention.

Manufacturer narrative:
Healthline did not realize that we needed to submit the medwatch for an incident in (B)(4). We are just now submitting this because we were told in our january 2010 inspection it needed to be sent.